Event description:
A report was received that following an ipg replacement procedure (MFR. Report number: 3006630150-2019-04548), the patient developed a hematoma at the ipg site spreading throughout the lower back or flank area. Symptom of bruising was noted. The physician was uncertain of the cause of hematoma. The patient underwent a procedure wherein a drain was put in. The patient was doing well postoperatively.